Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's l4 lead had migrated out of the epidural space. Patient lost effective therapy as a result. Surgical intervention was undertaken wherein the lead was explanted and replaced. An additional lead was added for extra coverage. Therapy was restored post-op.